Manufacturer narrative:
The date of the event was reported to have occurred between (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported between six (6) and seven (7) one-link needle-free IV connector would disconnect from a non-baxter tubing which subsequently leaked. Which causes a leak. It was further reported the event occurs prior to contrast pressure injection. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : four (4) actual samples were received for evaluation along with two (2) non-baxter tubing. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting the male luer of the non-baxter tubing with the one-links and no issues were noted; the connection was secured without difficulty. Clear passage and pressure tests were performed with no issues noted. The reported condition was not verified on the four (4) samples returned. The remaining samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.